Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the right atrial (ra) lead exhibited noise over-sensing triggering inappropriate automatic mode switch episodes. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.